Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13j16118, h13j02043, and h13i03117 with no issues noted during the manufacturing process. There were no deviations from standard procedure. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The cause of the peritonitis was unknown. The patient was treated with ampicillin (dose, frequency, and route not reported). Treatment was still going at the time of the report. At the time of this report, the patient remained hospitalized but was recovering from the peritonitis. No additional information is available at this time.